Manufacturer narrative:
The reported duckbill straight punch intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the jaw broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure of knee arthroscopy the surgeon needed the duckbill to remove part of the meniscus. He introduced the instrument into the knee and immediately he couldn't open the jaw so the surgeon removed the duckbill from the knee and he realized that it was broken. A backup device was used to complete the surgery. No significant delay or patient injury reported.